Event description:
While inserting the 4th screw into the manta ray plate, the head of the screw pulled through the plate.

Manufacturer narrative:
Reviewed the batch record for part 22-10-0237, lot w7884, and all certifications were present. No non-conformances were noted in the inspection paperwork. Visual inspection of the place shows grooves in the corner screw hole where the screw pulled through.